Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a device with a spark on the ac power cord. There were no allegations of any adverse event or delays in critical therapies. No additional information was provided.

Manufacturer narrative:
During testing, a visual inspection found evidence of damage to the insulation near the plug of the ac power cord. The probable cause of the spark was due to the defective ac power cord.

Event description:
The event involved a device with a spark on the ac power cord. There were no allegations of any adverse event or delays in critical therapies. No additional information was provided.